Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, customer reset the pump to resolve the issue and resume insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer continued to use the existing cartridge and continued to use the pump for insulin therapy. Customer's blood glucose level was 109 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.